Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. After a guide wire crossed the lesion, pre-dilatation was performed with a 2.0x15 non-bsc balloon catheter, then a 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 2.50 x 38 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage with proximal strut rows 7-11 lifted and distal strut rows 1-4 stretched distally over distal marker band. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed signs of damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent dislodgement occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified mid left anterior descending artery. After a guide wire crossed the lesion, pre-dilatation was performed with a 2.0x15 non-bsc balloon catheter, then a 2.50 x 38 synergy drug-eluting stent was advanced for treatment. However, it was noted that the stent was dislodged. The procedure was completed with another of the same device. There were no patient complications reported and the patient was stable.